Manufacturer narrative:
The customer reported that the unit failed to deliver a charge. The unit was evaluated locally, but the reported failure could not be recreated. The unit passed all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the reported failure could not be recreated.

Event description:
The customer reported that the unit failed to deliver a charge.